Event description:
Related manufacturer report number: 2017865-2023-16060.it was reported that failure to capture, failure to sense was observed on the right atrial (ra) and right ventricular (rv) leads. Dislodgement of the ra and rv leads was confirmed. It was noted the device had been turned in the pocket. During replacement, it was deduced that the pocket had been manipulated most likely due to twiddler's syndrome. The ra and rv leads were explanted and replaced with no issues. The patient was stable.